Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 28x3.00 mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation, residual stenosis was 80%. A 3.00x28 mm promus element ¿ drug-eluting stent was advanced for treatment. However, significant resistance was encountered during advancing. Subsequently, the device was deployed and type a dissection was noted. Another stent was implanted to cover and completed the procedure. No further complications were noted and patient's status was stable.